Manufacturer narrative:
Due to character restrictions in block e1 even site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) negative pressure was too low during use of the equipment. The customer replaced the equipment. There was no personal injury reported.

Event description:
N/a.

Manufacturer narrative:
Type of investigation, investigation findings, investigation conclusions), h11. Getinge field service engineer (fse) found the equipment motor is under powered. The customer refused the quotation and will not repair it for the time being. .the complaint will be closed and, if new information and/or devices are available, the file will be reopened and updated.